Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer probe error with a demo sc2000 system. The transducer was not returned for investigation. However, engineers determined possible root cause as manufacturing process issue with the cables. In this case, the cable supplier has changed the manufacturing process for the cable assembly. This transducer was manufactured before the corrective action. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during a transesophageal echocardiography (tee) study, the transducer prompted a usacquisitionhw_40 and over-temperature error messages when it was connected to the demo ultrasound system. It also caused the ultrasound system to lock up. No additional information was provided. Attempts were made to obtain additional information regarding the reported event; however, no answers have been received.